Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the cath lab. The pt expired. Indication for use: coronary perfusion. The event occurred during insertion of an iab-05830-lws through the arrow sheath via left femoral artery. The physician stated that there was a large ridge where the balloon meets the catheter body and therefore it inhibited the physician's ability to insert and place the iab. As a result, the iab was removed. Clarification is needed if another iab was inserted. No medical/surgical intervention was required. The pt was not injured. The sales rep stated following up with the scrub tech for add'l info. It was stated that the device did not cause or contribute to the pt death. Additional info received on (B)(4) 2014 stated that the operating room manager told the sr that she did not think there was a pt death in this case. Per the sr, after the complaint management specialist asked for clarification on the outcome of pt since this was originally reported as a death, the sr stated that was a mistake on his part. It is unk if there was a pt death.